Manufacturer narrative:
H3: analysis information -- 2021-02-22 .10:32:08 cst pli# 10 product ID# 3023. Below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion analysis information -- 2021-02-22 .10:33:46 cst pli# 20 product ID# 3095-10below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Analysis information -- 2021-02-22 10:35:29 cst pli# 30 product ID# 3889. Below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #0 connector was corroded on the proximal end of the lead. Concomitant medical products: product ID: 3095-10, serial#: (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: extension; product ID: 3889, serial#: unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: lead; product ID: 3095-10, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3095-10, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type extension product ID 3889, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type lead product ID 3095-10, serial# (B)(6), implanted:(B)(6) 2014, explanted: (B)(6) 2020, product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID :3095-10, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: extension; product ID: 3889, serial#: unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: lead; product ID: 3095-10, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown; product ID: 3095-10, serial/lot #: (B)(4), ubd: 13-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding their implantable neurostimulator (ins). The hcp reported that during end of service replacement (eos), while trying to the disconnect the lead from ins , the setscrew was loosened. However, when trying to remove the lead from the connector, it was noted that one set screw and the corresponding contact ring was not connected to the lead. The setscrew was then loosened again, but there was no way to remove this contact ring. The insulation was broken. It is unknown, whether the insulation broke while attempting to disconnect the lead from the ins or if it was broken before the procedure already. Impedance measurement was not possible, due to eos of ins. The lead was replaced. The issue was resolved at the time of the report. No further patient complications are anticipated or expected as a result of this event.